Event description:
The customer contact reported that prior to patient use, the device alarmed with an 11/004 (less than 2.0 volts on lithium battery) service alarm code. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility the device alarmed with an 11/004 service alarm code. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found that when powered on, the device alarmed with an 11/004 (less than 2.0 volts on lithium battery) service alarm code. This report represents all the information known by the reporter upon query by hospira personnel.